Event description:
Cochlear implant is dangerous to deaf children and needs to be taken off the market. FDA have no deaf workers and therefore lack the understanding to protect deaf children. According to research cochlear implant cause communication confusion, disorderly conduct, risk of brain damage which can kill. Yes, I have a deaf granddaughter, who is so special. My mother's uncle and brother are deaf, but they are condemning the deaf culture. I am the only one who is excited, and they can put me in jail for the american sign language. So md needs to stop cochlear implant and leave my granddaughter alone. Yes, I will need for FDA to suspend all cochlear implant immediately till further notice. Do you know that cochlear implants have killed total of 26 children, maybe more and 50 or 100 cannot play sports, isolated at home not able to play sports? That means they are not a success. American sign language help deaf children to increase in higher intelligence. Md's are making money from these implants for their fancy homes and drive bmw's. Back in the 1800's, asl was thrown out for more than 150 years till 1950's. Cochlear implant is not with wealth the trial. Cochlear implant is for people who could once hear that is it. It is not for deaf children.